Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 28 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was damaged. Proximal stent strut rows 1, 2 and 7 were deformed and lifted from the stent profile. Rows 1 and 2 show stent struts being bent back distally. Crimp markings were evident on exposed balloon wall, indicating correct positioning and crimping of the stent prior to the complaint incident. No signs of damage to the rest of the stent. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 28 x 3.00 mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed, a 28 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3 x 26 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.